Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, a little resistance was felt when the physician withdrew the loop wire. The physician noticed there was blue residue inside and outside the patient's stomach, it was determined that the residue came from the coating on the loop wire. The physician retrieved the residue by hand and with forceps. The procedure was completed with this device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, a little resistance was felt when the physician withdrew the loop wire. The physician noticed there was blue residue inside and outside the patient's stomach, it was determined that the residue came from the coating on the loop wire. The physician retrieved the residue by hand and with forceps. The procedure was completed with this device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6), 2010: no residue remained in the patient. Physician stated no patient complications.

Manufacturer narrative:
(B)(4)-no code available - retrieved device residue fragments in patient. (B)(4). The reported event of wire coating peeled. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.